Event description:
Two sutureless myocardial leads were removed from service due to an insulation break. During a routine replacement procedure of an implantable defibrillator the physician elected to cap and replace the leads with an lead.